Manufacturer narrative:
This report is submitted on april 29, 2022.

Event description:
Per the clinic, revision is taking place as internal device does not have a magnet and the patient wanted to upgrade internal device to make wearing the technology easier. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.